Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. The device is used for treatment. Medical records were not provided. Based on the given information and results of the investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: item number and lot number unknown.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent revision surgery due to stem breakage, approximately four (4) years post-op. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown head; item# unknown; lot# unknown; unknown proximal revitan stem; item# unknown; lot# unknown. G2- sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item number and lot number unknown.